Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose of 450 mg/dl. High blood glucose was due to the suspension of the basal rate for the extended period time and his breakfast. Customer stated he was having issues calibrating the sensor. Customer had to eventually turn of the sensor. Currently customer was not having issues so customer declined further troubleshooting. Customer was advised to call when issues occurred to conduct proper troubleshooting. No further information reported.